Event description:
A hospital reported a patient allegedly experienced a skin tear post removal of the 3m¿ red dot¿ resting EKG electrode, 2360 lot 2023-10 nm. The 3m¿ red dot¿ resting EKG electrode reportedly contained "an excessive amount of adhesive." No medical intervention was reported.

Manufacturer narrative:
A1-a6: patient specifics are unknown. E2 - e3: it is unknown if the reporter is a health professional. G2: it is unknown if the report source is a health professional. A product sample was not returned to 3m for analysis. Without a sample, it is not possible to perform any tests to determine if the device met specifications. Without additional information, it is not possible to determine the root cause of the alleged injury or whether the 3m¿ red dot¿ resting EKG electrode was the root cause. The device labeling shall be reviewed for important contraindications, warnings, and cautions.